Event description:
The customer called to report that she received a high bg reading (395mg/dl). She immediately delivered a correction bolus - twenty minutes after blousing the pod initiated a hazard alarm. The pod was then deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.